Event description:
The user facility first requested additional updated education info regarding the proper use of the mayfield triad skull clamp, for the clinical educators. Their intent was to "make sure the staff are acquainted with the proper procedures for using the clamp." Another copy of the instructions for use, as well as an instructional poster/plackard were provided. This request was the result of an incident with a skull clamp slipping during positioning a pt for surgery. A discussion with the biomedical engineer revealed that their records showed there was no serious injury to the pt. However there was a small laceration to the scalp that required "a few stitches." The biomedical engineer examined the skull clamp and determined there was nothing wrong with the function of the device, therefore he did not return to the device to the company. He indicated that further education of all involved in the use of the device was necessary so that it would be properly applied in the future.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.